Manufacturer narrative:
Submit date: 2/20/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump set tubing was discovered to be leaking from the base of the purple spike specifically where the tubing connects to the purple spike.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. The reported issue was not confirmed. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. The investigation will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.